Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient has to charge the ipg frequently. Eventually the ipg became inoperable. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model which resolved the issue.